Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to synthes ous service and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is not distributed in the united states, but is similar to device marketed in the USA. During pre-repair assessment performed by technician, noticed that the trigger jammed due to normal wear. Device was serviced and returned to the customer on (B)(4) 2013. Placeholder.

Event description:
Customer reported the trigger button gets stuck and motor keeps running. This is report 1 of 1 for event# (B)(4).